Event description:
It was reported the patient cannot feel stimulation, although he is able to communicate with his ipg. Diagnostic tests revealed high impedance readings on multiple lead contacts. It was reported the physician ordered x-rays of the patient's system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.